Event description:
New information notes that the asymptomatic patient presented in clinic for routine follow-up. An increase in capture threshold was noted over the previous eight months and intermittent capture was also noted. Programming changes were recommended but not made at this time as the patient is only 1 percent paced. The lead remains implanted. The patient condition was stable.

Event description:
It was reported that increased capture threshold was noted. Lead dislodgement was found. Physician opted to not perform lead revision due to stable sensing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.

Event description:
New information received states that the lead was capped and replaced. The patient was in good condition following the procedure and will be monitored remotely.

Event description:
New information received states that the patient presented in-hospital with chest pain. The patient went into ventricular fibrillation, the device failed to deliver therapy due to loss of sensing. The patient was externally defibrillated. The patient was given medication and was placed on a life vest until lead revision could be performed.